Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that on (B)(6) 2019 the patient underwent an achilles repair procedure where a bio-composite achilles mid-substance implant system, ar-8929bc-cp, was implanted. Two weeks after the surgery, the patient began to experience allergic reaction-like eruption in their skin. The affected area had repeated blisters, rashes and ruptures which were initially recognized throughout the body, but were gradually confined to the wound area. A revision procedure took place on (B)(6) 2019 where the surgeon explanted the implant. A patch test was performed on the extracted product and a positive reaction was observed. The patient was seen on (B)(6) 2019 and it was reported that the patient's condition after removal was good.